Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported during a colorectal case, the staples of the cdh33a device did not hit the anvil pockets and were visible. Case completed by hand sewing the anastomosis. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n57f1m. Device analysis: the analysis results found that the cdh33a device arrived with the anvil missing. Only the casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.